Event description:
On (B)(6) 2025, a distributor reported via email that an ar-3671 fibertak biceps implant had one needle skewered through the suture tape of another suture, causing tangling straight out of the box. This was noticed after insertion when the implant was unwoven from the inserter. The needle was unskewered, and the procedure continued without further issue. This was discovered during a biceps tenodesis / cuff procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including mishandling the device. The complaint allegation was not confirmed. No evidence of that failure was received.